Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 390 mg/dl at the time of the call. The customer stated that they took manual shots to lower the blood glucose. The customer complained that they had to change their sets four times. The customer was assisted with trouble shooting and found the absence of a no delivery alarm. It was revealed that the customer's cannula was bent. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.